Manufacturer narrative:
Batch review performed on 17 april 2020: lot 1904863: (B)(4) items manufactured and released on 20-sep-2019. Expiration date: 2024-09-04. No anomalies found related to the problem. To date, 22 items of the same lot have been already sold without any similar reported event. Additional device involved in the complaint: batch review performed on 17 april 2020: ball heads: cocr 01.25.011 cocr ball head 12/14 ø 28 size s -3.5 (k072857) lot 1905316: (B)(4) items manufactured and released on 26-nov-2019. Expiration date: 2024-11-16. No anomalies found related to the problem. To date, 99 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain due to a dislocation of the bipolar component from the ball head. The cause of the dislocation is unknown. 1 month after primary surgery the surgeon revised the bipolar head 52mm/28 with a bipolar head 53mm/28 and left the 28mm cocr head s and quadra-p std. Size 4 stem as they were stable. The surgery was completed successfully.